Event description:
The date of implant regarding the pump and catheter was (B)(6)2021, and the daily dose was 75 mcg (dosing duration: (B)(6)2021 through continuing). The catheter angio was attempted due to exacerbation of spasticity. A catheter replacement operation was performed on (B)(6)2021. The tip of the catheter was slightly greenish. When the inside of the catheter was washed with saline solution after replacing the catheter, small granulation appeared, so it seemed that it was judged that the granulation at the tip of the catheter was the cause. After that, the patient's drug concentration was set at 75 mcg/day. The effect after that was confirmed, and it was said that the drug was adjusted. At this time, there is no adverse event. Regarding the outcome of the adverse event, remission was indicated. Regarding the device, it was noted that when confirmed with the mr earlier, it seemed the products would not be returned to the manufacturer. The patient¿s age and weight at the time of the event was unknown.

Manufacturer narrative:
Product ID 8781 lot# hg3p5hm16 implanted: (B)(6)2021 explanted: (B)(6)2021 product type catheter h6 update: the previously applied device code c62897 (a1409) is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# / serial # unknown implanted: unknown explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient who was receiving gabalon (concentration unknown) at a daily dose rate of 200 mcg via an implantable pump for severe spastic paralysis. It was reported that a few days ago on (B)(6) 2021 a sudden deterioration of spasticity was diagnosed. There was no effect at all even though the drug concentration etc. Was changed. A catheter angio was attempted due to exacerbation of spasticity; however, the drug could not be withdrawn from the catheter access port (cap). The contrast examination could not be performed. It was noted that the cause was unknown, but a catheter kink was suspected. A catheter replacement was to be performed in the future. The outcome was unrecovered. The date of device implant was unknown. Concomitant medications, past history of adverse reactions, and complications were noted as being none.